Event description:
Customer reported via phone call to have received excessive battery out limit alarms after battery changes. Customer's blood glucose was 468 mg/dl and treated with manual injection. Customer was advised that this was normal pump behavior. Customer was assisted in clearing alarm. Customer was advised that battery cap would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.